Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report, discharge summary) and the production documentation were reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in?process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The pk papyrus was used after the use by date which is indicated on the product label and warned against in the IFU . Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A type iii perforation in the mid lad had occurred. Balloon dilatation was performed in order to stop the bleeding but was not successful. Subsequently, three pk papyrus covered stents were implanted on (B)(6) 2024 and the perforation was successfully sealed. One of the covered stents (3.5/15) was expired on (B)(6) 2024. The following day, the patient died due to cardio-pulmonary arrest. The treating physician rated the occurrence as a neither device-related nor procedure-related complication.